Manufacturer narrative:
Device is pending investigation, a follow-up report will be submitted once investigation is completed. Device is pending investigation.

Event description:
On (B)(6), 2010, it was reported to boston scientific that: 'the electrograms started getting really bad, the proximal pulls on the catheter look darkened' called customer to ask for clarification of event description, customer indicated that the third electrode looked black around the ring, but it did not look like char or coagulum. Information received from sales rep indicated he was aware of char on third electrode on (B)(6), 2011.

Manufacturer narrative:
Visual inspection revealed char formation on the 3rd ring electrode. During visual inspection the 3rd and 4th ring electrode uv glue was found lifting, and dried blood was seen underneath the 3rd and 4th ring. During electrical testing, no electrical opens were found. The catheter verified normal during rf ablation testing. Catheter passed thermistor response test. Thermistor resistance value reads within product specifications. Resistor ID value reads within product specifications. The catheters' electrical connector verified normal. There were no other complaints found during similar complaint review for this batch number. There are several places in the blazer prime xp dfu (B)(4) which specify instructions in an effort to minimize the formation of char during ablation. In the precautions section it states: "unlike with conventional catheters, a sudden rise in system impedance is not an indication of coagulum formation. Therefore, to minimize coagulum, it is recommended that the catheter periodically be removed and the distal tip cleaned after each line of block". Additionally in the directions for use it states: "use lower power first when first delivering rf energy, begin by using a low power setting (i.e., 50w). If the created lesion is unsuccessful or inadequate, incrementally increase the power output with successive ablation attempts to minimize the potential for thrombus formation and/or inadvertent damage to cardiac tissues". The most probable root cause of the complaint is operational context. The char formation appears to be residual left from blood char or coagulation. Char formation is a result of successive ablation attempts without cleaning the tip or allowing the tip to cool between deliveries of the rf energy. High power ablation on the side of the catheter tip in the same area of tissue can result in char due to the proximal edge effect of the electrode. Proximal edge effect refers to the fact that current densities (rf field) concentrate on the geometric changes of the tip electrode. The higher the current density the higher the local temperature will be. These areas are typically the hottest spots on the electrode during ablation. The proximal edge is the most dramatic geometry change thus will have a high current density. As a result, this is the area where is typically to see the char form. We could not confirm any noise issues. Noisy signals may be caused by interference from nearby equipment, or from an electrical outlet that is not "medical grade". Noise issues could also be attributed to a defective cable, improper set-up, or interactions with other devices. And with the current equipment available, the complaints lab was unable to duplicate the equipment set up in a catheter lab. However testing performed with our current set up demonstrated that the device met specification.

Event description:
On (B)(6), 2010, it was reported to boston scientific that: 'the electrograms started getting really bad, the proximal pulls on the catheter look darkened' called customer to ask for clarification of event description, customer indicated that the third electrode looked black around the ring, but it did not look like char or coagulum. Information received from sales rep indicated he was aware of char on third electrode on (B)(6), 2011.